Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged with coughing a lot more than normal, throat irritation. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging coughing a lot more than normal and throat is irritated related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 (clinical code, type of investigation, investigation findings, investigation conclusions) updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging coughing a lot more than normal and throat is irritated that are related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed dust-like contamination on the front panel, top enclosure, rear panel, and bottom enclosure. Unknown brownish contamination was observed on the front panel, top enclosure, underneath the flip doors, and on the serial label on the bottom enclosure. A light amount of dust-like contamination along with tiny hair-like particles was observed in the bottom enclosure, and on the blower motor. Evidence of liquid ingress with a dust-like contamination consistent with mineral deposits was observed on the bottom of the blower motor, and in the base of the blower box. A keratin-like contamination was observed around the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device.